Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that there are no additional complaints associated with the given production lot. The instrument was not received by the investigation site for evaluation and the investigation is completed without identifying a root cause. The originator reported that the malfunction occurred during a procedure for "pars plana vitrectomy, removal of intraocular lens, placement of scleral fixated lens". The product's directions for use (dfu) states that they are "intended to be used in vitreoretinal surgery for grasping or cutting of intraocular tissues". The provided information therefore indicates that the product defect may have been caused by using the product outside of its intended use. The product was not received at the investigation site and the situation in which the defect occurred cannot be reconstructed. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery along with removal of intraocular lens, placement of scleral fixated lens, an ophthalmic forceps were broken in patient eye. The surgery was completed on the same day and removed the broken forceps. There was no patient harm.